Manufacturer narrative:
(B)(4).

Event description:
During use the connector part of balloon got detached off. With the connector part fixed the customer managed to use it to compete the case with no problem. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. Additional information requested via email what is meant by &quot;the connector part?&quot; we just want to make sure we know what part of the balloon detached.

Event description:
Additional information: the safety valve was detached.

Manufacturer narrative:
(B)(4).